Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic rotator cuff repair, a portion of the distal tip of an expressew needle broke off and lodged into the soft tissue of the cuff. At this point the surgeon went open to retrieve the fragment. The fragment was retrieved; however, this added 2 hours onto the procedure. The repair was completed successfully without further issue. It is reported that the pt is doing fine. Complaint device is being retained by facility.